Event description:
Customer states that they received a reading of 245 mg/dl with the freestyle meter and administered two units of insulin. They began to feel weak and sick. Customer retested two more times within 10 minutes and received readings of 45 and 55. Customer did not seek medical attention but drank juice and rested.